Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise over-sensing resulting in pacing inhibition. The atrial lead was reprogrammed. The condition of the patient is unknown.